Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, instructions for use (IFU) and quality control (qc) was conducted for the purpose of this investigation. The product was not returned to assist in the investigation. The length of time the catheter was in use prior to rupture was not provided. Quality control confirms the overall catheter surface is clean without excessive imperfections or damage. The device is shipped with IFU which gives device description, intended use, warnings, contraindications and instructions for placement, use and maintenance of the device. There is no evidence to suggest that the complaint device was not manufactured to specification. It is possible to suggest that the catheter was damaged during use, but this cannot be confirmed based on the customer's description of the event. We are unable to draw a conclusion to the root cause of this incident.

Event description:
According to the initial reporter, mobility of the base of the catheter provokes a rupture, without accidental traction and at the end of the parenteral feeding. The devices were implanted in different user facilities. Where the problems between the auto-flash and the prolongation occurred with 1 child in hopital (B)(6) (1820334-2016-00004) and 2 children in hopital (B)(6) (1820334-2016-00005;1820334-2016-00006) where the devices were implanted. Additional information has been requested, however it was not provided at the time of this report. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to the initial reporter, mobility of the base of the catheter provokes a rupture, without accidental traction and at the end of the parenteral feeding. The devices were implanted in different user facilities. Where the problems between the auto-flash and the prolongation occurred with 1 child in (B)(6) (1820334-2016-00004) and 2 children in (B)(6) (1820334-2016-00005;1820334-2016-00006) where the devices were implanted. Additional information has been requested, however it was not provided at the time of this report. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.